Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle clog. The product was used, but no fluid came out. When a new needle was used, fluid came out. Replacement of the product is requested.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle clog. The product was used, but no fluid came out. When a new needle was used, fluid came out. Replacement of the product is requested.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.